Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s programmer was not working and ¿it kept getting worse¿. They could not clarify what was wrong with the programmer. Tutorials for programmer use were sent to the patient. During the report, the patient was able to connect to the ins right away. After connecting, it showed that the stimulation was off. The patient was able to turn the stimulation back on and could feel the stimulation. Additional information was received from the consumer on (B)(6) 2020. In response to the inquiry of what the circumstances were that led to the stimulation being off and if a cause had been determined, the patient replied ¿no,¿ that it was not working properly, or as they stated before, the doctor who tested the device every year said that it hadn't been working, not even when it was on. There were no further complications reported.

Manufacturer narrative:
Previously reported event date does not apply. The event date is currently unknown. If information is provided in the future, a supplemental report will be issued.